Event description:
It was reported that the patient underwent a full revision due to high impedance. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the family of patient originally expressed concerns of issues with device on (B)(6) 2025. The patient was instructed to turn the device off and was then scheduled for revision. The suspect device has not been received by manufacturer to date.